Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with a neurostimulator for spinal pain and reflex sympathetic dystrophy syndrome/causalgia-complex regional pain syndrome. It was reported that the patient was wrestling with a dog on (B)(6) 2017 and noticed that stimulation changed. A manufacturer representative had met with the patient on (B)(6) 2017 and noticed that the patient had multiple electrode issues that were greater than 10,000 ohms. The patient has two leads next to each other and the manufacturer representative was able to program the exact settings on the other lead which resolved the patient¿s issue. There were no further complications reported or anticipated.